Event description:
A patient began experiencing an increase in seizures approximately 10 days after initial vns implantation surgery, requiring him to go to the hospital. No additional relevant information has been received to date.

Event description:
The nurse practitioner reported that the patient had been seen at several clinic visits since the reported increased seizures. The patient had experienced 2-3 seizures between vns implantation and the first visit, at which time vns stimulation was enabled. The patient had experienced 2 additional seizures over the next week, and 6 seizures between the third and final clinic visit, the latter of which was considered an increase from baseline. The patient's vns settings were increased at this visit. The nurse also mentioned that the patient was under a lot of stress but she could not assess whether this was a trigger for the patient. No additional relevant information has been received to date.